Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial (B)(4), product type: recharger. Product ID: 37761, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin broke and became stuck in the recharger. Patient was issued a new desktop charger. Additional information received stated that the patient was unable to remove the connector from the recharger so as to use the new desktop charger. Patient was issued a new recharger. The patient later called back with shipping questions, as she had not yet received the new recharger. Additional information received via a manufacturer's representative (rep) stated that as a result of the broken pin the patient's pain returned, but the patient waited to request a new desktop charger, and was unable to recharge. It was reported that the device needed to be reset, but the first attempt was unsuccessful due to misplacement of the antenna. Additional information received stated that the device was reset successfully and the patient was reprogrammed. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and headache.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger c0517728 found evidence of broken connector pins. Fdc code 67 applies to the recharger. Fdc code 92 applies to the implantable neurostimulator. Fdc 92 no longer apples to the recharger. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.